Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell on the floor. Subsequently, the pump was noted to be unresponsive and was unable to be turned on. The customer's blood glucose level was impacted (383 mg/dl). The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.